Manufacturer narrative:
Additional information received through med watch on february 8, 2022, indicated that patient also experienced material protrusion/extrusion. On february 8, 2022, mentor became aware that this complaint has been identified as a duplicate of manuf report#:1645337-2022-00612. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 350cc saline mentor siltex contour profile moderate breast implants and experienced bilateral deflation postoperatively. The patient also experienced several unexplained systemic symptoms, including blurred vision, no sleep, leg pain, huge rash all over chest, breast pain, horrible smell when she sweats, does not feel like herself, brain fog, migraines, neck issues, always tired, takes effort to get out of bed and metal taste in mouth. The patient reported she experienced stage 4 melanoma in 2010. The patient underwent surgery in february 2010 to remove all canver. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.